Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure by hysterectomy in (B)(6) 2008). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint company causality comment a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A removal of essure by hysterectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz in 1997. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced urinary tract infection ("infection (urinarytract)"), cystitis ("infection (bladder)"), weight increased ("weight gain / loss specify which one: weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, ovarian cyst, urinary tract infection, cystitis, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological/psychiatric problems: depression") and anxiety ("psychological/psychiatric problems: mental anguish"). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), 8 months 16 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (urinarytract)") and cystitis ("infection (bladder)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vaginal infection ("infection (vaginal)") and cyst ("other injuries complication describe- cyst"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain was resolving and the ovarian cyst, urinary tract infection, cystitis, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and cyst outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, cystitis, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. On (B)(6) 2008, on final diagnosis, she had uterus, cervix and bilateral adnexa showing: - hemorrhagic fibrotic walled cyst, left ovary, successive of benign endometrioid cyst endometrioma). - bilateral cortical follicular cysts and corpora luteae. - benign serous/paratubal, cyst (9 cm in greatest dimension). - bilateral previously ligated fallopian tubes with hydro salpinges letomyomata uterus intramural. - endometrium basalis - mild chronic cervicitis with focal immature squamous metaplasia. On gross description : submitted is a uterus with separately submitted cervix, attached apparent right adnexa, separately submitted left adnexa and cyst weighing in aggregate 322 grams. The cervix measures 5.5 x 3.5 x 3.0 cm the ectocervix is gray white, smooth and clustering. The external cervical os measures 0.8 cm and the eternal cervical canal is light yellow, glistening and trabeculated. The uterus measures 6.0 x 6.0 x 5.2 cm. The serosal surface is yellow orange and smooth. The myometrium averages 2.0 cm. There are several intramural white tan and apparent letomyomas ranging in size from 1.5 to 1.8 cm the endometrium is yellow ¿ tan, velvety and 0.2 cm in average thickness. The right fallopian tube has previously ligated with a hydrosalpinx, is gray tan and measures 4.0 cm in length and up to 1.5 cm in diameter. The right ovary is yellow to gray white, rubbery, predominantly smooth, measuring 3.5 x 3.5 x 2.5 cm. The left apparent ovary is gray tan, hemorrhagic, with numerous fibrous adhesions measuring 4.0 x 3.0 x 2.5 cm. Cut sections reveals a wall. 0.5 cm with a central cyst filed with yellow brown greasy material. Submitted is a simplex pink tan serous fluid filed cyst 9.0 x 6.5 x 6.0 cm. No internal or external. Excrescences are identified m.s.s. Current weight 250 lb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet received. Other relevant history updated. Events: psychological/psychiatric problems: depression, psychological/psychiatric problems: mental anguish and other injuries complication describe- cyst were newly added. Outcome of event updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anesthetics. On (B)(6) 2007, the patient had essure inserted. In december 2007, the patient experienced depression ("psychological/psychiatric problems: depression") and anxiety ("psychological/psychiatric problems: mental anguish"). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), 8 months 16 days after insertion of essure. In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2009, the patient experienced urinary tract infection ("infection (urinarytract)") and cystitis ("infection (bladder)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vaginal infection ("infection (vaginal)") and cyst ("other injuries complication describe- cyst"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the ovarian cyst, cystitis, weight increased, depression, anxiety and cyst outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, cystitis, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. On (B)(6) 2008, on final diagnosis, she had uterus, cervix and bilateral adnexa showing: - hemorrhagic fibrotic walled cyst, left ovary, successive of benign endometrioid cyst endometrioma). Bilateral cortical follicular cysts and corpora luteae. Benign serous/paratubal, cyst (9 cm in greatest dimension). Bilateral previously ligated fallopian tubes with hydro salpinges letomyomata uterus intramural. Endometrium basalis - mild chronic cervicitis with focal immature squamous metaplasia. On gross description : submitted is a uterus with separately submitted cervix, attached apparent right adnexa, separately submitted left adnexa and cyst weighing in aggregate 322 grams. The cervix measures 5.5 x 3.5 x 3.0 cm the ectocervix is gray white, smooth and clustering. The external cervical os measures 0.8 cm and the eternal cervical canal is light yellow, glistening and trabeculated. The uterus measures 6.0 x 6.0 x 5.2 cm. The serosal surface is yellow orange and smooth. The myometrium averages 2.0 cm. There are several intramural white tan and apparent letomyomas ranging in size from 1.5 to 1.8 cm the endometrium is yellow ¿ tan, velvety and 0.2 cm in average thickness. The right fallopian tube has previously ligated with a hydrosalpinx, is gray tan and measures 4.0 cm in length and up to 1.5 cm in diameter. The right ovary is yellow to gray white, rubbery, predominantly smooth, measuring 3.5 x 3.5 x 2.5 cm. The left apparent ovary is gray tan, hemorrhagic, with numerous fibrous adhesions measuring 4.0 x 3.0 x 2.5 cm. Cut sections reveals a wall. 0.5 cm with a central cyst filed with yellow brown greasy material. Submitted is a simplex pink tan serous fluid filed cyst 9.0 x 6.5 x 6.0 cm. No internal or external. Excrescences are identified m.s.s. Current weight 250 lb she received treatment for pelvic pain, abnormal vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, urinary tract infection, dysmenorrhea, menorrhagia, abnormal vaginal bleeding, abdominal pain, vaginal infection was changed to recovered". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz in 1997. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced urinary tract infection ("infection (urinarytract)"), cystitis ("infection (bladder)"), weight increased ("weight gain / loss specify which one: weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, ovarian cyst, urinary tract infection, cystitis, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, patient demographics updated, event added as :- abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anesthetics. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological/psychiatric problems: depression") and anxiety ("psychological/psychiatric problems: mental anguish"). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), 8 months 16 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (urinarytract)") and cystitis ("infection (bladder)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vaginal infection ("infection (vaginal)") and cyst ("other injuries complication describe- cyst"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the ovarian cyst, cystitis, weight increased, depression, anxiety and cyst outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, cystitis, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. On (B)(6) 2008, on final diagnosis, she had uterus, cervix and bilateral adnexa showing: - hemorrhagic fibrotic walled cyst, left ovary, successive of benign endometrioid cyst endometrioma). Bilateral cortical follicular cysts and corpora luteae. Benign serous/paratubal, cyst (9 cm in greatest dimension). Bilateral previously ligated fallopian tubes with hydro salpinges letomyomata uterus intramural. Endometrium basalis - mild chronic cervicitis with focal immature squamous metaplasia. On gross description : submitted is a uterus with separately submitted cervix, attached apparent right adnexa, separately submitted left adnexa and cyst weighing in aggregate 322 grams. The cervix measures 5.5 x 3.5 x 3.0 cm the ectocervix is gray white, smooth and clustering. The external cervical os measures 0.8 cm and the eternal cervical canal is light yellow, glistening and trabeculated. The uterus measures 6.0 x 6.0 x 5.2 cm. The serosal surface is yellow orange and smooth. The myometrium averages 2.0 cm. There are several intramural white tan and apparent letomyomas ranging in size from 1.5 to 1.8 cm the endometrium is yellow ¿ tan, velvety and 0.2 cm in average thickness. The right fallopian tube has previously ligated with a hydrosalpinx, is gray tan and measures 4.0 cm in length and up to 1.5 cm in diameter. The right ovary is yellow to gray white, rubbery, predominantly smooth, measuring 3.5 x 3.5 x 2.5 cm. The left apparent ovary is gray tan, hemorrhagic, with numerous fibrous adhesions measuring 4.0 x 3.0 x 2.5 cm. Cut sections reveals a wall. 0.5 cm with a central cyst filed with yellow brown greasy material. Submitted is a simplex pink tan serous fluid filed cyst 9.0 x 6.5 x 6.0 cm. No internal or external. Excrescences are identified m.s.s. Current weight 250 lb she received treatment for pelvic pain, abnormal vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, urinary tract infection, dysmenorrhea, menorrhagia, abnormal vaginal bleeding, abdominal pain, vaginal infection was changed to recovered". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, muscle cramps, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anesthetics. On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced depression ("psychological/psychiatric problems: depression") and anxiety ("psychological/psychiatric problems: mental anguish"). On (B)(6)2008, the patient experienced abdominal pain ("abdominal pain"), 8 months 16 days after insertion of essure. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2009, the patient experienced urinary tract infection ("infection (urinarytract)") and cystitis ("infection (bladder)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vaginal infection ("infection (vaginal)") and cyst ("other injuries complication describe- cyst"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6)2008. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the ovarian cyst, cystitis, weight increased, depression, anxiety and cyst outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, cystitis, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. On (B)(6)2008, on final diagnosis, she had uterus, cervix and bilateral adnexa showing: - hemorrhagic fibrotic walled cyst, left ovary, successive of benign endometrioid cyst endometrioma). Bilateral cortical follicular cysts and corpora luteae. Benign serous/paratubal, cyst (9 cm in greatest dimension). Bilateral previously ligated fallopian tubes with hydro salpinges letomyomata uterus intramural. Endometrium basalis - mild chronic cervicitis with focal immature squamous metaplasia. On gross description : submitted is a uterus with separately submitted cervix, attached apparent right adnexa, separately submitted left adnexa and cyst weighing in aggregate 322 grams. The cervix measures 5.5 x 3.5 x 3.0 cm the ectocervix is gray white, smooth and clustering. The external cervical os measures 0.8 cm and the eternal cervical canal is light yellow, glistening and trabeculated. The uterus measures 6.0 x 6.0 x 5.2 cm. The serosal surface is yellow orange and smooth. The myometrium averages 2.0 cm. There are several intramural white tan and apparent letomyomas ranging in size from 1.5 to 1.8 cm the endometrium is yellow ¿ tan, velvety and 0.2 cm in average thickness. The right fallopian tube has previously ligated with a hydrosalpinx, is gray tan and measures 4.0 cm in length and up to 1.5 cm in diameter. The right ovary is yellow to gray white, rubbery, predominantly smooth, measuring 3.5 x 3.5 x 2.5 cm. The left apparent ovary is gray tan, hemorrhagic, with numerous fibrous adhesions measuring 4.0 x 3.0 x 2.5 cm. Cut sections reveals a wall. 0.5 cm with a central cyst filed with yellow brown greasy material. Submitted is a simplex pink tan serous fluid filed cyst 9.0 x 6.5 x 6.0 cm. No internal or external. Excrescences are identified (B)(6). Current weight 250 lb. She received treatment for pelvic pain, abnormal vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included nulliparous. The patient denied chest pain, shortness of breath, nausea, or vomiting, fever, night sweats, and rectal pain, does not smoke or drink. She denied bowel movement or flatus but her vital signs were stable. Previously administered products included for birth control: yaz in 1997. Concurrent conditions included obesity, abdominal pain, uterine fibroid, adnexal mass, bloating, cramp, fullness abdominal, uterine enlargement, endometrial thickening and anemia. Family history included diabetes (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinarytract)"), cystitis ("infection (bladder)"), weight increased ("weight gain / loss specify which one: weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (total abdominal hysterectomy and a right salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, ovarian cyst, urinary tract infection, cystitis, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has had a transvaginal ultrasound, an abdominal ultrasound, and a CT scan of the pelvis 3 weeks ago which showed a right complex and multiloculated ovarian mass that measured 9 centimeters. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on 26-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drug were added. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2007). Updated suspect drug indication and lot number. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinarytract/vaginal), weight gain / loss specify which one: weight gain, dysmenorrhea (cramping). On (B)(6) 2008, she explanted essure device (previously reported as (B)(6) 2008). Updated events and onset date. On (B)(6) 2018: wrong source document attached. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure by hysterectomy in (B)(6) 2008). Essure was withdrawn. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered pelvic pain and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A removal of essure by hysterectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety. Information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.